Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the distractor returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted.

Event description:
Doctor shaped the distractor foot plates custom for the patient when it was positioned in the correct position. After using 13 screws on each side he turned both the right and left side distractors 15-17mm and the left side distractor broke at the weld. Distractor was immediately removed and replaced with a backup.